Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further patient information was provided.

Event description:
The customer obtained a falsely elevated platelet result while using the cell-dyn emerald analyzer. On (B)(6) 2021 the sample generated an initial high result of 1162 k/ul and repeat of 303 k/ul. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section a2. Patient age was added. Investigation of the customer's issue included review of complaint text and information provided by the customer, as well as review of device history records and trending reports. Review of complaint activity and trending reports did not identify any trends associated with the complaint issue. Device history record associated with the analyzer did not identify any non-conformances associated with the complaint issue. Review of the complaint issue and information provided by the customer found the plt result was at panic high (h) to alert the customer. The specimen was capillary blood collected by prick (finger or heel). When comparing the initial results and the repeat results, beside a huge difference (383%) for plt, it also showed -10% difference for wbc (5.3 vs 4.8) and +8.7% difference for rbc (4.69 vs 5.10). This count-to-count variation indicated that inadequate sample mixing due to limited sample volume may have caused the issue reported in this ticket. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the cell-dyn emerald analyzer was identified.